Event description:
New information notes the device was explanted due to elective replacement indicator on (B)(6) 2014.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The pulse generator was found in backup vvi mode. The device remained implanted and would be scheduled for a change out due to approaching elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.